Manufacturer narrative:
Product inspection could not be performed because the scope was not returned. Root cause investigation activities are being conducted under CAPA 25-0042. Preliminary investigation results indicate that multiple potential root causes may be associated with the reported image quality issues. The investigation remains open and is ongoing. Image quality events will continue to be monitored and trended. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that they had an intermittent signal and a switch to another scope was necessary. No negative impact in state of health reported.